Manufacturer narrative:
(B)(6). The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from unspecified locations. The leaks were discovered during pharmacy compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between august 8, 2018 and august 9, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.